Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 flush regulator was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large o2 leak. There was no report of patient involvement.